Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with one of the seals torn and a piece missing. One potential cause for the damage found may be the snagging of an instrument during insertion. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a radical hysterectomy procedure, it was observed that a piece of what appeared to be the trocar seal had come off and was seen inside the patient. The piece was retrieved without incident. There were no patient consequences. Case completed with another device of the same product code.